Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was visually evaluated and found to be in good overall condition. There were scratches and signs of wear on the instrument; no discoloration was observed. The internal components of the bender were found to be jammed, so the plunger was stuck in the down position. There were no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following section was corrected: device manufacture date

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the surgeon was trying to bend/modify the pectus bar in order to implant. When pushing the lever downward, the piston that pushes upward creating the bends was stuck and would not move. The handheld plate bender was called to the room and the surgeon had to make the modifications to the bar using a handheld plate bender. There was a five minutes surgical delay.